Event description:
The physician reports performing cataract surgery with implantation of the li61u intraocular lens in the right eye. Approx four years postoperatively white specs on the posterior surface of the optic were noticed. A yag capsulotomy was performed. Now eight years postoperatively the condition has worsened. The pt's current visual acuity has declined to 20/200 with mr -1.50 +1.00 x 045. The physician is considering treatment options including iol exchange.